Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k072543.

Event description:
The lay reporter/ mother contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging inaccurate erratic readings on their son's one touch select meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information. The reporter mentioned that his son's one touch select meter shows different readings. Patient tests approximately 10 times a day and does not have any other health conditions. On (B)(6) 2012, the patient had obtained a result of 193 mg/dl and 43 mg/dl. Readings were taken greater than 20 minutes from one another. The patient did not exhibit any symptoms and did not take any action based on the discrepancy of the meter readings. Earlier that month, the physician advised that the patient go to the hospital and be hospitalized due to the readings he had obtained on his meter. Prior to going to the hospital the patient did not receive any medical treatment. The patient was admitted in the hospital on (B)(6) 2012 at 12:15 pm with a result of 97 mg/dl on the hospital's device. There is no information on what the patient's blood glucose reading was on his meter. The physician tested the patient later on the physician's meter and obtained a 61 mg/dl and a 52 mg/dl. There is no evidence at this time what the patient's blood glucose reading was on his meter. The patient was not exhibiting any symptoms at the time. The physician decreased his dosage of insulin by 5 units less based on the hospital reading. The patient did not exhibit any symptoms. The patient was admitted in the hospital for five days. Per mother the diagnosis in the hospital was "diabetes". No further information was provided. The product was replaced. Although the patient did not exhibit any symptoms, the complaint is being reported since due to the discrepancy of his meter readings, the patient was hospitalized for five days and was treated with a decreased dosage of insulin .